Manufacturer narrative:
The associated complaint device and packaging was returned and evaluated. A visual inspection of the returned ceramic head indicated some inner markings suggesting attempted use. A review of batch records indicated that the reference info on the device does match the batch info on the box and chart sticks. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part did not reveal additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during total hip arthroplasty, it was l found that the lot of product and the lot of package was different, and hospital refused to use. A delay greater than two hours was reported. No more information available yet.